Manufacturer narrative:
Based upon the available information, the reported problem does not indicate a product defect or malfunction. It was determined that the customer had rebooted the hemo client pc. It is likely that the communication issue was due to the merge hemo pc actively running the merge hemo vitals monitoring application when the client pc was rebooted. Once the hemo monitoring pc was rebooted communications between the two pcs (client and hemo monitoring) were restored.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that there was a communication error between the hemo monitor pc and the hemo client pc. Information obtained from the customer revealed that the problem occurred while a patient was present. The hemo monitoring pc was rebooted once which resulted in about a 5 minute delay. The hemo monitor was displaying patient vitals until the customer rebooted the pc to correct the communication issue between the hemo monitoring pc and the hemo client pc. Upon reboot, both systems were functioning as expected. With a procedural delay due to the communications between the client and hemo monitoring potentially resulting in a delay in patient care/treatment, this may result in harm to a patient. However, the customer confirmed that the procedure was completed successfully once the system was rebooted.

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 05-may-2016. During documentation review activities by merge healthcare, it was found that the initial report stated in the event narrative that the customer reported there was "absolutely no patient harm" during this time and was confirmed by the customer during their initial call-in that the issue occurred during procedure prep so active monitoring and/or sedation had not yet occurred. Based on this information, the initial report was filed in error. An internal investigation conducted by merge healthcare (hemo-8448) found that this issue is most likely related to recall 2183926-02/15/2016-041-c, z-1091-2017, in which the incorrect boot up sequence of the hemo monitor and client pc causes a connection issue between the two units. If the hemo monitor pc is powered on prior to the client pc, there is a potential that the hemo monitor pc will not recognize the second network card in the client pc. The proper order to start the system would be to start the client pc and log into windows or the hemodynamics application. After the client pc is running, the user should start the hemo monitor pc. Once the hemo monitor software is running, the user should see the record station toolbar active (not gray). This is an indication that the communication between the two pc's is functioning correctly. Should the record station toolbar become gray, the user should check the network cable between the two pc's. If the connection is correct, the user should restart the hemo monitor pc. Use of this product while communication is disconnected between the client pc and the hemo monitor pc will result in the user not being able to record pressures, start nibp, capture reference ECG, record thermo co, or use other physio controls. This could result in a delay in patient care. This problem has been addressed (hemo-8032) and will be corrected in a future release, merge hemo v10.2. Revised information contained in this supplemental report includes the following: evaluation codes: methods code: 22 software evaluation. Results code: 628 communication problem. Conclusions code: 12 design deficiency. Indication of additional manufacturer information and corrected data are contained in this follow-up report.